Event description:
It was reported that the patient underwent a surgical procedure to treat an odontoid process fracture. It was reported that the drill bit broke during use. The broken portion was removed from the vertebral body. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional information: product analysis:the cannulated drill is fractured at the intersection between the drill tip and the driving shaft. Optical examination of the fracture surface identified a quasi-brittle fracture with riverlines which appear to flow toward the center of the part, with apparent shear lip at ID of the shaft. The rapid cross sectional area reduction of this transition creates a potential stress concentration under bending loads or lateral impact, such during off-axis instrument usage. Conclusion: direction of fracture propagation and internal shear lip is consistent with bend stress overload.